Manufacturer narrative:
H3: product analysis: evaluation determined that tip/ burr of tool broken off. The likely cause was identified as tool was possibly bent too much while in use, especially at distal end where tip is inserted into bone, causing it to fracture/ break off. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tip broke during bone cutting. It was reported that there was no patient involved with this event. It was also reported that there was no fragments left inside the patient and the procedure was extended only for the time required to replace the bur tip.